Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported every time they tried to charge their implant, the controller would keep saying 'no connection.' Patient asked if there was any way to get the implant to charge better; agent reviewed information. Agent asked for event date, and patient did not know when the charging issues began. Patient said they just quit charging because it was a hassle, every 3 days they had to charge, and their back would hurt if they stood while charging, so they said "to hell with it." Patient did not have their equipment with them at the time of the call. The issue was not resolved. Agent advised to call back with equipment for troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.